Event description:
It is reported that the pt was revised for infection.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: it is not known at this time if the products implanted were zimmer products. No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. The sterilization process for zimmer devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each mfg lot is released, the "certificate of processing" from sterigenics (sterilization supplier) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.